Event description:
The pt had a gastric band procedure done last year. The tubing by the gastric band port broke off. The pt had the port replaced in surgery today and the malfunctioning port with the broken tubing was sent to pathology for the smda (safe medical device act). The surgeon marked the end of the tubing that he cut with a suture. This was opposite to the end that broke off.